Event description:
The device was connected to a pt described as in cardiac arrest. Reportedly, the device continuously prompted connect electrodes and an analysis of pt ECG could not be perfomred as a result. The electrodes were replaced in an unsuccessful attempt to resolved this condition. Another device of the same model was brought to the scene and connected to the pt. The pt report was not clear regardinag whether this device was used with the same prepaid set of electrodes. This back up device was used to administer three successive shocks to the pt. Pt outcome was not reported.